Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Further investigation is pending.

Event description:
In 2006, the pt was implanted with five gore excluder aaa endoprostheses. In 2009, f/u computed tomography (CT) scans revealed a type 1 endoleak with aneurysm enlargement. A reintervention is being planned, but has not been scheduled yet. Further investigation is pending.